Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and prolene was implanted. It was reported that she underwent a gynecological surgical procedure on (B)(6) 2010 and ultrapro and repliform were implanted. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2017-70668, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.